Event description:
The device was placed for drainage or liver abscess in 2003. 7 days later it was revealed the device had separated and the tip was in the patient's body. Doctor informed patient of this occurrence and patient agreed to leave the device intact in body.